Event description:
It was reported that the patient's blood glucose levels reached 371 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment, pod was removed and a new pod was applied.

Manufacturer narrative:
The pod was received deployed. A tear was found on the exposed portion of the soft cannula. It could not be determined when the cannula was damaged. No other damages or deficiencies found that would result in failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.